Manufacturer narrative:
Unit passed rewind test, self-test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No audio/beep/vibrate anomaly noted. However, unit unable to download unit to carelink pro due to several displayable history crc check failed alarms at the alarm history file. The displayable history crc check failed alarms were due to a corrupted history file. Unit had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip, cracked case at display window corners, stained address/serial number label and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the insulin pump was getting an alarm beep, but the pump was not showing any alarms. The blood glucose was 200 mg/dl at the time of the incident. Customer stated that, they are not having trouble hearing the beeps. Assisted customer in performing a self-test. Pump beeped during the tone test. Customer stated that her pump was giving an alarm sound but not displaying anything. Customer¿s computer was updating and will call back. The insulin pump will be returned for analysis.